Event description:
It was reported that the patient was experiencing pain and developed infection at the midline incision site. The patient was given antibiotics and underwent an explant procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.